Manufacturer narrative:
(B) (4) unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
"Wasted" was noted on a returned implantation data card. Through follow-up with the health-care provider, it was learned that the device was explanted. The implant duration was zero days. The device was explanted due to a failed ring repair.